Event description:
In this event it was reported that a pair of palodent plus forceps do not stay in locked position when the ring is engaged; no injury resulted. The device was evaluated and found to have micro fractures.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction (micro fractures) resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Electricity was shut down/ interrupted during the annealing process, due to very heavy electric load shading during those days. During an internal review, it was found that this event was originally misclassified. It has been appropriately reclassified and determined to meet the criteria for MDR reporting per 21 cfr part 803. A CAPA has been initiated to address the misclassification issue.